Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 978a128, lot#: va28evn, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported the rep was informed on (B)(6) 2020 by the patient that they were unable to feel stimulation anymore as they did when leaving the surgery center. Rep was unable to determine what caused the change until they saw patient on (B)(6) 2020. Rep saw the patient in pre-op and using x-ray to look at the existing stage 1 lead found the lead had migrated to the top of the bone. The lead was then fully removed and replaced and ins was implanted as planned for stage 2 to resolve the issue. Physician said that he was wondering if when he completed the stage 1, did he pull on the lead when he closed the incision.